Event description:
The customer reported the device locks up during operational check. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the device was evaluated at philips. The symptom was verified. The issue was localized to the processor pca. The processor pca was replaced to resolve the issue. The device passed all testing and was shipped back the customer. This was a malfunction of the processor pca.